Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 13 december 2021. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the injector of the intraocular lens (iol) was returned for evaluation. Visual inspection under magnification revealed excessive viscoelastic residue inside of the cartridge and lens module. Further inspection of the material revealed that the plunger rod, cartridge, and cartridge tip had both been damaged (bent), which can be attributed to excessive ovd (excess viscoelastic residue observed in cartridge and lens module) and excessive force used with the plunger rod during deployment. The handpiece was disassembled and plunger rod damage was observed, and no assembly issues were observed. No complaint lens was received, and therefore no product evaluation could be performed on the lens. The complaint issue plunger rod issue could be confirmed; however, this may be attributed to handling (excessive force and excessive ovd used during loading and deployment) and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. Reporter telephone number: (B)(6). The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a problem with the injection of the intraocular lens (iol). The piston of the injector did not push the lens. After several attempts the lens was injected but the optic was slightly damaged on the upper edge. No patient injury was reported.